Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call for high blood glucose and no delivery alarm. Customer¿s blood glucose was over 600 mg/dl and treated with manual injection. Blood glucose was high all high ranging from 330 to 357mg/dl, bolused in the morning and dropped to 60 mg/dl and treated with food. Blood glucose was 159 mg/dl at the time of the call. During troubleshooting, customer stated there were air bubbles in the reservoir but were able to remove. The no delivery was resolved by changing the entire set. Explained alarm was caused by infusion or reservoir occlusion. Customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.